Event description:
Reporter stated that patient's blood glucose was measured, using the aviva system, with a result of 11.3 mmol/l. Within 5 minutes, patient's blood glucose was reportedly retested, on a laboratory instrument, with a result of 5.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.